Event description:
A customer contacted baxter (B)(4) requesting assistance using their home choice (hc) machine, while in use, after the patient connected for "connect yourself". The home patient (hp) requested assistance to bypass the initial drain. The technical service representative (tsr) assisted as requested and the hc started fill 1 and then alarmed with a check heater line alarm. The hp stated they only changed out the cassette and used the same bags. The tsr explained that bags cannot be disconnected and reconnected. The tsr assisted with ending the therapy and advised the hp to start over with new supplies. There was patient involvement; however, no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported that during trouble shooting of an alarm situation check heater line, patient switched out the cassette only and reused the bags, which is a use error.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed should additional information become available.